Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. It passed the rewind, basic occlusion, prime and displacement tests. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. It was unable to perform occlusion test due to motor error alarms. Device had cracked reservoir tube lip, cracked case near display window corners, cracked on display window and missing address/serial label, no missing dome label sticker noted.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. She also reported that the label sticker was missing. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.